Event description:
It was reported that a syringe holder will not detect syringe error was observed. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms# (B)(4). A device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Functional and visual testing were performed. Both seals were intact. The investigation found the device in good condition with no appearance of any physical damaged. The pump event history showed a invalid syringe size error in history. The evaluation was performed, and the reported issue was duplicated, during syringe test check the calibration verify cation of size. Invalid syringe size was found on all different sizes of syringes except for the 1 ml syringe, all the reading of sizes were found within the required specifications. The pump was programed for 1 ml only by the user. The root cause of the reported issue was due to use error. The technician downloaded the standard configuration 1a12 for testing purposes. Performed preventive maintenance (pm) and all functional testing which passed.